Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in a patient using a small flexnav delivery system. It was noted during procedure, that the valve was recaptured once for re-positioning. It's noted during the maneuvering, that the delivery system made contact with the membranous septum the contact resulted in the patient developing a complete heart block. The decision was made to place a temporary pacemaker. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. There was mild calcification confirmed from the annulus to the subvalvular lefty ventricular outflow tract. The length of the membranous septum from computed tomography was 2.7mm and 4mm from intracardiac echocardiography. The final non-coronary cusp implant depth was 0mm and a left coronary cusp implant depth was 2mm. There was no extended hospitalization period for follow-up monitoring of the patient¿s heart rate/rhythm.

Manufacturer narrative:
An event of event of heart block during the procedure was reported. The patient medical history doesn't not include rbbb/lbbb, atrioventricular block which could have been exacerbated by the procedure leading to the complications being reported. During the procedure the delivery system made contact with the membranous septum, this contact resulted in the patient developing a complete heart block. The decision was made to place a temporary pacemaker. Information from the field indicated that the issue was not device related. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.